Manufacturer narrative:
No sample has been received by manufacturing for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested. This is the third of three reports from this facility. (B)(4).

Event description:
A nurse reported that ophthalmic gas was instilled into a patient's eye during a vitrectomy surgery after which the patient experienced unspecified harm in the form of unspecified post-operative reaction. Additional information has been requested.

Manufacturer narrative:
Per the clinical analyst's review, there is no evidence contained within the reported information at this time that indicates that the design or performance of the ophthalmic gas contributed to the event reported. A tank sample was received by manufacturing and a visual assessment of the returned sample revealed no obvious nonconformity. An analysis of the air and ophthalmic gas was then performed on the head space and liquid phase which was found to meet the criteria for air and identification. The returned sample was found to meet specifications therefore, the root cause of the reported event cannot be determined conclusively. Data will continue to be monitored for evidence of adverse trending and further action will be taken, as appropriate. A review of complaints within the past 24 months from the month of the reported complaint ((B)(6) 2015 ¿ (B)(6) 2017) showed zero previous similar incidents of ¿allergic reaction¿ when used with any of the manufacturer's vitreoretinal surgical system where the product was found to meet specifications. This represents an occurrence level of zero out of approximately (B)(4) paks sold over the (B)(6) period. These occurrences do not indicate an adverse trend. (B)(4).